Manufacturer narrative:
Results: various performance tests designed to evaluate the operation and function of the instrument were performed by a leica field service engineer (fse).

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding liquid leaking from peloris tissue processor serial number (B)(4). The complainant advised that no staff required medical attention and that no tissue samples were compromised as a consequence of the leak. Investigation of this complaint by leica microsystems is continuing.